Manufacturer narrative:
The company service representative examined the system and could not replicate the reported event. The interface breakout printed circuit board (pcb) was replaced as a preventative measure. The system was then tested and met all product specifications. The system was manufactured on february 27, 2018. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure, when firing the laser, the laser goes into standby mode. The system is turned off and on again to move laser back to ready mode to complete the case. There was no patient harm.